Manufacturer narrative:
During the device evaluation, the reported event of a decalibrated c-arm and navigation system could not be confirmed as the calibration was found to be within specification.

Event description:
It was reported that during a spine procedure at the healthcare facility, it was unclear whether the calibration of the stryker navigation system and siemens arcadis orbic were accurate. No delay, no adverse consequences or medical intervention were reported.